Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the circulating nurse was preparing surgical supplies, opened the outer package of the absorbable suture and found that the thread and needle were not connected. Handed it over to the instrument nurse, connected the needle and thread in series, and placed them on the operating table to prepare in advance for the surgeon.